Manufacturer narrative:
Date of event: please note this date is based off of the journal's issue date as the specific event date was not provided in the published literature. This date is only valid for the month and year reported. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
De eulate-beramendi, s.a., santamarta-liebana, e., leon, r.f., saiz-ayala, a., seijo-fernandez, f.j. Cervical cord compression secondary to epidural fibrous scar tissue around the spinal cord stimulation electrode. Neurology india. 2016;64(6):1363-1365. Doi: 10.4103/0028-3886.193812 summary: spinal cord stimulation is a treatment for serious and chronic painful conditions. While early complication and delayed complications are seen, neurological postoperative complications are exceptional. The article reports a case involving a crps patient who initially experienced pain relief from their implanted device. Pain relief tolerance started appearing 6 months after implant and progressed to greater pain intensity along with dysthesias and hypoesthesias. It was determined the patient had experienced cervical cord compression secondary to epidural fibrous scar tissue around the spinal cord stimulation electrode. Reported event: it was reported that a (B)(6) man who presented with a 4-year history of type 1 crps secondary to car accident and whose pain remained refractory to pain treatment had an epidural quadripolar electrode implanted at the c4¿c6 level that brought about 80% pain relief. Starting 6 months after implant however, a tolerance to pain relief started appearing, with progressively increasing intensity of the pain. Seven years after electrode implantation, he developed dysesthesias of the lateral 3 fingers of his left hand. Neurological examination revealed motor deficit associated with sensory impairment and hypoalgesia in the left c5¿c6 dermatomes, without pyramidal syndrome, and severe hypoesthesia of both lower limbs. Cervical MRI demonstrated compression of the posterior aspect of the cord with an artifact caused by the metallic components within the electrode. Myelography and computed tomographic myelography confirmed severe spinal cord compression from c4 to c6 levels with the presence of an epidural soft tissue mass. The imaging identified obstruction of the cervical spinal canal due to a posterior epidural scar tissue which surrounded the four electrodes. It was noted that this compatible with the finding of chronic hematoma around the fibrosis. It was noted the electrode extended from the c3-c4 to c6-c7 levels. Surgery was proposed under neurophysiological control, to remove the electrode which was embedded in a thick and solid fibrotic mass, 5 centimeters long and 0.8 mm thick. Partial removal of the fibrotic mass that was causing the cord compression brought about neurological improvement as well as improvement in both motor and sensory evoked potentials despite remnants of fibrosis present on postoperative MRI.

Event description:
Additional information reported the healthcare professional (hcp) involved with the event was ¿pretty sure the patient went under surgery in 2011.¿ it was noted that the patient had ¿recovered well after surgery.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.